Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2021 for 24 hours. Blood glucose at the time of event was 550 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of low blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and displacement accuracy test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thus. Unable to download carelink due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, battery tube, vibrator and force sensor. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file or traces on (B)(6) 2021 at 22:12:00 and 22:14:10 due to moisture damage on the force sensor. Force sensor zero offset within specification (21.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o-ring, serial number label fading, pillowing keypad overlay, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Unable to download carelink or pump won't transfer data confirmed due to critical pump error (open book image) alarm. Unable to verify customer alleged for high bg and dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report incorrect event description and health effect - clinical code and impact code . The correct information has been provided in sections b5 and h6 with this report.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2021 for 24 hours. Blood glucose at the time of event was 550 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of low blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. Customer states that the pump is not transferring data when blood glucose is high and possibly is underdelivering. At the time of the customer's call customer was to troubleshoot. The insulin pump is planned to be returned for analysis. Products in use are: 630g insulin pump mmt-1715k 630g black mg frn-unk-reservoir, unomedical infusion set.